Event description:
It was reported that both leads of the pacemaker-dependent patient were explanted. The rv lead had no capture and this atrial lead showed oversensing. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. Upon receipt, the leads under complaint were received for analysis. Solia s 60 - sn (B)(6). The lead was found cut 5.5 cm distal to the is-1 pin (into 2 segments). The proximal and distal fragment were received for analysis. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The returned lead fragments were analyzed. The inspection revealed that the insulation was, apart from the present cut, free of breaches. A ligature mark was found 41 cm proximal to the lead tip. Further analysis of the returned lead fragments did not reveal any irregularity that might have contributed to the clinical observations. Solia s 53 - sn (B)(6). The lead was found cut 8 cm distal to the is-1 connector pin (into 2 segments). The proximal and distal fragment were received for analysis. An extraction aid was found on the distal fragment. An additional cut into the insulation was found 23 cm proximal to the lead tip. These cuts probably occurred during the extraction procedure. The returned lead fragments were analyzed. The visual inspection revealed that the insulation was, apart from the mentioned cuts, free of breaches. A ligature mark was found 36 cm proximal to the lead tip. Further analysis of the returned lead fragments did not reveal any irregularity that might have contributed to the clinical observations. The quality documents accompanying the manufacturing process for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the devices functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.